Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies aneurysm rupture as a potential complication associated with use of the device.

Event description:
It was reported that during advancement into an aneurysm with a via microcatheter, there was a sudden movement, which appeared to cause rupture to an aneurysm. The aneurysm was embolized as planned and angiography confirmed that the aneurysm was stable after a few minutes. The patient awoke with no neurological deficit, only a slight headache.